Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device to administer transcutaneous pacing. Thhe pacing rate was set at 60 for an ECG diagnosed as bradycardia. According to the reporter, the pt's ECG suddenly changed to tachycardia and the device would not pace the pt. Pt outcome is unknown.